Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient had a failed implant procedure due to difficulty guiding the leads into the epidural space. The procedure was stopped, however, the patient experienced leakage of cerebrospinal fluid post-procedure. A blood patch was administered and the patient recovered without sequelae. The patient was later successfully implanted with a surgical lead.